Event description:
It was reported that during a wedge resection, the device could not be fired properly and the cartridge fell into the pt at the second firing. Some staples on a part of the staple line were not deployed and a little leak was found. Additional suture was performed to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.